Manufacturer narrative:
Clinical investigation: a temporal relationship between the ccpd treatment with the liberty cycler and the pt¿s hospitalization for peritonitis event exists. However, there is no objective evidence in the file that supports a causal relationship. Peritonitis is a well-documented complication of pd therapy. Due to limited information, the source of the pt¿s peritonitis cannot be determined. Plant investigation: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported a patient was experiencing cramps (unknown location) and cancelled treatment to go to the hospital immediately. During follow-up, it was discovered the patient was admitted into the hospital ((B)(6) 2018 for peritonitis. Details surrounding the patient¿s hospitalization course are unknown; as the patient¿s discharge summary is not available. However, the patient¿s nurse reported the patient. Was treated with unknown antibiotics and required pd catheter (not a fresenius product) removal. The patient was transitioned to hemodialysis (treatment and product details are unknown). Currently, the patient¿s disposition remains unknown.

Manufacturer narrative:
Updated: adverse event: yes, outcomes attributed to adverse event: hospitalized and required medical intervention, added cramp(s).

Event description:
...